Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient had a spinal cord stimulator implanted about 3 or 4 years ago and it was removed. Caller stated the doctor that removed the device did not want to take the controller with the device. Caller reported the scs device was removed as it was not working. Pt had a pain pump installed 6 months later. Agent documented reported information and updated patient registration services (prs) verbally. Agent sent a request to repair for a return label for the controller.